Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2014, the patient was admitted into the hospital with shortness of breath and tachycardia. It was also reported that the patient had been non-compliant with taking his medications. The patient was found to have an acute gi bleed, which was treated with an intervention in the upper gi tract. The patient was discharged to home and was stable. On (B)(6) 2014, the vad coordinator reported that the patient had cardiac recovery (ejection fraction >50%), therefore, the pump was explanted on (B)(6) 2014. It was also reported that the pump will not be returned for evaluation.

Manufacturer narrative:
The pump will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.